Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that during a cardiac scan, performed on the brightview spect (bv spect) system, the detector made contact with the patient's arm. The trained operator initiated an emergency stop which stopped the motion of the detector towards the patient but the gantry continued to rotate until the weight of the detectors was at the bottom of the gantry ring. There was no report of harm to a patient or operator. The patient was not examined by a medical professional nor did the patient seek medical treatment because of this reported event. The patient was removed from the system in a controlled fashion. The philips field service engineer (fse) tested the camera collision pads and emergency stop (e-stop) circuitry to ensure proper operation. The fse determined that gantry rotation resulted because the gantry rotate brake had failed. The fse replaced the gantry rotate brake. The system was returned to the customer operational. New information received through systems engineering has determined that if the gearbox shaft key becomes disengaged due to the snap ring not being included or the gearbox shaft key is missing, the brake system could be rendered ineffective for the tangential or radius drive assemblies for the detectors. Therefore, this has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that during a cardiac scan, the detector made contact with the patient's arm. The trained operator initiated an emergency stop which stopped the motion of the detector towards the patient but the gantry continued to rotate until the weight of the detectors was at the bottom of the gantry ring. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The philips fse determined that the gantry continued to rotate after the e-stop was initiated because the gantry rotate brake had failed. The fse determined that the service control interface board (scib) 2 controller applied no power to the brake assembly causing the brake assembly to fail on the system. The fse replaced the radius lead screw swap, the radius gear box swap, and the radius safety plate. Field change order (fco) 88200502_88200503 was initiated and field safety notice (fsn) cle17-006_88200502_88200503 rev 01 was released 24-feb-2017. The system is in clinical use.